Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6) e1 event site name: aesthetic & breast restorative ctr.

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001f0 - meera us without auto drive. As reported, during patient positioning prior to surgery, unintended movement of the table occurred. Although the base was locked, the tabletop still moved, described as a back-and-forth motion. Due to this malfunction, the patient was transferred to a different table. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement which could potentially result in the patient's fall, was to reoccur.